Event description:
It was reported that the transfer set was cracked after it had been connected to the home patient (hp). The customer stated that the transfer set was cracked along the threading of the female connecter (dark blue). However, the crack had stopped before reaching the mainbody (light blue) of the transfer set. The customer stated that there was no breach in sterility as the crack had occurred inside the seal of the device. The transfer set had to be changed. There was no report of patient injury, medical intervention, or adverse event associated with this report. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Actual date of the event is unknown. However, the event occurred sometime between (B)(6) 2013. The sample was not returned and the lot number is not available; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.